Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited burning/melting of the plastic distal end cover. The issue occurred during preparation for use for a diagnostic upper endoscopy procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was not reproduced, and a definitive root cause could not be determined olympus will continue to monitor field performance for this device.